Event description:
(B)(6) clinical study. It was reported that post a stenting treatment procedure the patient died. In (B)(6) 2008, the patient was diagnosed with unstable angina (braunwald class: iib) and cardiac catheterization was recommended. The 90% stenosd, 6.0 x 3.00mm, target lesion was located in the distal left circumflex artery (lcx). The target lesion was treated with pre-dilatation and placement of a 3.00 x 12 mm study stent, with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient died due to myocardial infarction.

Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that per source documents, there was no treatment given for myocardial infarction. The patient "died peacefully in coma after cheyne-stokes breathing¿. There were no resuscitation attempts made and the patient was in comfort care only.

Manufacturer narrative:
(B)(4).